Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post-operative that the right atrial (ra) lead exhibited oversensing and no capture. It was also reported that the patient experienced a low heart rate. An external pacemaker was used. The ra lead remains in use, no further patient complications have been reported as a result of this event.